Event description:
It was reported by the customer that a pin from the hard paddles broke inside the device's therapy connector. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable and the therapy connector assemblies. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies and observed that the therapy connector had a male in stuck in the socket; this would inhibit another therapy cable/hard paddle assembly from being connected to the therapy connector. It was observed that the therapy cable had pin 1 broken off and missing, which would inhibit cable recognition and use.